Manufacturer narrative:
(B)(4). The lot was manufactured from 09/30/2015 to 10/30/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow incident had occurred with an access set. The primary set would not infuse through the port located closest to the spike end. The next port down did infuse with the secondary sets. There was no patient injury or medical intervention associated with this event. No additional information is available.